Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the patient underwent removal of three (3) cannulated screws and one (1) washer and was revised to hemiarthroplasty. The procedure was successfully completed without any surgical delay. Patient outcome is unknown. This report is for one (1) 6.5mm cannulated screw 16mm thread 80mm. This is report 1 of 4 for complaint (B)(4).